Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue with a minicap during an unknown process step, specified as ¿the minicap came off at home¿. The caregiver stated they did not notice anything physically abnormal with the minicap or the minicap packaging. The patient presented to the emergency room and was administered unspecified antibiotics. The patient was discharged home after three hours. The pd nurse reported the patient was not diagnosed with peritonitis. Initially, the labs revealed a ¿little bit elevated¿ total nucleated cell count of 112. On an unknown date, the labs were rechecked and the ¿count was less than 52 and negative¿. No additional information is available.